Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, difficulties were encountered with several adolescent lateral entry femoral nail devices. There was difficulty inserting and removing two (2) outer protection sleeve into the aiming arm, and there was also difficulty removing two (2) inner wire sleeve, as well as tightening two (2) inner trocars. During an inspection, it was noticed that the two (2) outer protection sleeves when fully seated were too close together and rubbing heads that prevented the removal and full insertion. It is unknown if there was a surgical delay. The case proceeded as planned and no patient complications resulted. This report is for one (1) trocar for recon locking. This is report 7 of 7 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part number: 03.010.077, synthes lot number: 5778564, supplier lot number: n/a, release to warehouse date: 15-may-2008, expiration date: n/a, supplier: precision edge surgical products. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device evaluated by MFR: a product investigation was conducted. Us customer quality (cq) investigation flow: device interaction/functional. Visual inspection: visual inspection by cq of the returned trocars revealed no damage to any area of the device. Functional test: the trocar was able to assemble and disassemble with the returned guide wires (03.010.076/lot: 5764577) while assembled with the returned protection sleeves (03.010.075/lot: 5822271) without issue. The received condition did not agree with the complaint description of an assembly/disassembly issue with the trocar. The complaint could not be replicated with the returned devices. Conclusion: the complaint conditions were not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Therefore, it has been determined that no corrective and/or preventive action is proposed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.